Manufacturer narrative:
Email. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: one (1) rod holder straight (part 03.631.538) was received for manufacturing investigation. The device history records were reviewed with no non-conformance reports generated during production. No issues during the manufacturing of the product were detected. During manufacturing investigation, all relevant functions of the rod holder were checked by the assembly department. The article passed all functional tests. All of the checked characteristics/functions were within the specifications as defined on the inspection sheets. There are no references to the reported issue. No manufacturing related issue was identified and/or confirmed. Product investigation summary: the received holder and the handle are in a used condition; especially the forefront of the holder has wear marks (scratches). The manufacturing documents of both devices were reviewed with no complaint related issues found. The handle and the rod holder were manufactured in the year 2012. Both devices passed a functional test during the evaluation. It was not possible to reproduce the complained malfunction. Therefore, and as the used rod was not sent back for review, the exact root cause of this occurrence could not be determined. However, no manufacturing related issues could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 28 april 2012. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016 surgeon experienced difficulties during a universal spine septum (uss) fracture mis case. Specifically, the rod holder would not grip the rod sufficiently to keep the rod rigid and the sleeve on the rod holder would not remain in place and instead kept slipping back up the shaft, making it extremely difficult to place the rod. The surgeon reportedly had trouble with one of the sterile clamps popping off the end of the clamp holder; when a new clamp was used the problem was resolved. There was a reported one (1) hour surgical delay and no patient harm. The surgery was successfully completed. This is report 1 of 3 for (B)(4).